Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed intermittent t-wave oversensing (twos) on both treated and non-treated episodes. In addition the right atrial (ra) lead showed intermittent far field r-wave (ffrw) oversensing on atrial tachycardia/atrial fibrillation (at/af) episodes. The leads remain in use. No patient complications have been reported as a result of this event.